Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly, the customer did not treat impacted bg level at the time of the call; however, a follow up call indicated the customer had manual injections as back up therapy.